Event description:
It was reported that the patient presented for an implant procedure. Prior to the procedure, it was noted that the atrial lead exhibited an impedance issue. The atrial lead was capped and replaced on (B)(6)2022 . The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information noted that the atrial lead exhibited low pacing impedance.